Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a hépato-gastrostomy procedure on (B)(6), 2011. According to the complaint, during the procedure the physician noted that the guidewire was peeling and was difficult to withdraw. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable" this event was made reportable based on investigation results that revealed that the tip had detached.

Manufacturer narrative:
A visual examination of the returned device revealed the ptfe jacket was peeling and the distal tip was accordioned which caused the tip to detach at the flare section of the guidewire. The device appears to have been pulled or pushed against resistance. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the ptfe peeled and the distal tip damage including but not limited to interaction with other devices, handling of the device and condition of the treated lesion; therefore, "operational context" is the most probable root cause for this incident.